Event description:
It was reported that the pump's alarm sound was not annunciating. Consequently, the customer experienced an elevated glucose level of 380 mg/dl with a 4.7 ketone level, but the pump reportedly did not emit any sound alerts. Reportedly, the customer was placed in intensive care at the hospital, but no additional information was provided on the length of stay or type of treatment the patient received. The pump's data was reviewed, and it showed that the customer experienced an elevated blood glucose, received, and manually acknowledged alarms but insulin therapy was continued despite the alerts. The distributor received the pump for investigation but found no pump history on the date reported by the customer. Reportedly, the customer is in stable condition with no permanent damage.

Event description:
It was reported that the pump's alarm sound was not annunciating. Consequently, the customer experienced a high blood glucose level and increased acetonemia, but the pump reportedly did not emit any sound alerts. Reportedly, the customer was hospitalized but no additional information was provided on the length of stay or type of treatment the patient received. The pump's data was reviewed, and it showed that the customer experienced an elevated blood glucose, received, and manually acknowledged alarms but insulin therapy was continued despite the alerts. Reportedly, the customer is in stable condition with no permanent damage. Multiple attempts were made for additional information, but a response was not received.